Event description:
It was reported that the computer, a component of the superdimension system, would not boot up. The site reported getting a message on the screen stating the video signal was not detected even after multiple power cycles. The superdimension portion of the case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
A service call was performed at this site on 12/11/09. A component of the system, the computer pc, was replaced. The pc was returned for analysis, and the report showed that the functionality of the pc was compromised by the installation of additional software on the pc by the site. In addition, the graphics settings had been changed. The user manual states: "your superdimension / bronchus system comes with all the necessary application software preinstalled. No further software installation is required. Caution installing any other software on the superdimension/bronchus system will damage the system. No other software should be installed on the superdimension/bronchus system". There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.